Event description:
The following information was reported to gore: on (B)(6) 2024, this patient underwent an endovascular treatment for coarctation of the aorta due to von recklinghausen's disease using gore® tag® conformable thoracic stent graft with active control system and gore® dryseal flex introducer sheath. The procedure was concluded without any problems. On (B)(6) 2024, a follow-up CT scan showed dissection on the right external iliac to femoral artery, which was the access vessel of the sheath. Due to the anatomical condition, it was difficult to place a stent on the dissection site; therefore, it was left for monitoring. On an unknown date, another follow-up CT scan revealed that the false lumen almost disappeared and the true lumen became quite narrow. Because of this, stent placement was considered impossible. Thus, femorofemoral bypassing would be performed if the patient develops any subjective symptoms. The patient was under monitoring at the time of this report. The reporting physician commented as follows: since no problems were found during the index procedure, it could not be concluded that the dissection was caused by the sheath; however, the possibility could not be denied either. Underlying von recklinghausen's disease was considered the root problem.

Manufacturer narrative:
H6: code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.